Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ultramini meter read inaccurately low in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that on (B)(6) 2017, the patient obtained a result of ¿41mg/dl¿ on the subject meter which she felt was inaccurately low. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient does not take any medication to manage her diabetes and the reporter stated that the patient continued to follow her usual diabetes management routine in response to the alleged issue. The reporter denied that the patient developed any symptoms as a result of the meter issue, however stated that on (B)(6) 2017 at 02:00am the patient visited an emergency room (ER) where she was treated with IV fluids and at 02:05am the patient had her blood glucose tested on an ER meter which gave a result of ¿107mg/dl¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired or been stored incorrectly. Product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.